Event description:
Customer reported, "400 ml of mannitol hung and pump alarmed that was complete however bag was full". No additional event information provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.